Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-links would disconnect from the intravenous line. It was further reported that the spring valve was under tension and the ¿push back¿ in combination with a reduced thread screw count was an easy path of disconnection. The luer was swabbed with cyclohexadine prior to connection. This was observed during patient use while using an unspecified low pressure pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.